Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. The rv lead remains in use but will be revised. No patient complications have been reported as a result of this event.